Event description:
The customer reported that the angio-subtraction is not working. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number 13221077. H6: angio subtraction. The ge svc rep verified the problem and replaced the system interconnect cable assembly. He checked and verified the system was operational, by taking cine runs in subtraction and replaying the same with no problems or errors.